Event description:
The company received info that suggested that the balloon cuff of the tube leaked after about one week in pt use. The pt was reintubated, and the customer reported there was no pt harm. The customer will return the sample for eval.